Event description:
Additional information received reported that the cause of the occlusion in regards to a possible device deficiency was not determined. The physician decided not to do another intervention because they felt that the potential risk outweighed benefit. The patient was compensating through acom.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the adverse event resulted in treatment action. Imaging showed delayed antegrade opacification of the internal carotid artery (ica) with critical near occlusive stenosis in the distal stent with washout distally from pcom collateral inflow. Patient asymptomatic.

Event description:
Medtronic received a report that patient came in to the hospital for a 6 month follow up angiogram. The pipeline shield 4mm x 16 device was implanted on (B)(6) 2024. On the angiogram, the pipeline device was nearly completely occluded. The patient is at baseline neurological status and not experiencing symptoms. The doctor scheduled a follow up intervention on (B)(6) 2025 to attempt to open up the stent. The pipeline and any accessory devices prepared as indicated in the IFU. Dapt (dual antiplatelet treatment) was administered and the pru level was 74. The angiographic result post index procedure showed the stent deployed at time of treatment there was a good radiographic result. Stent was apposed and well positioned. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery with a max diameter of 6mm and a 3mm neck diameter. The landing zone was 3.5mm distally and 4.0mm proximally. It was noted the patient's vessel tortuosity was moderate. Medtronic received a report that the patient had intimal hyperplasia vs thrombus and parent artery stenosis (in stent stenosis) >50% post procedure. The subject had 180 day dsa on (B)(6) 2025. Imaging showed delayed antegrade opacification of the internal carotid artery with critical near occlusive stenosis in the distal stent with washout distally from posterior communicating artery collateral inflow. The patient was asymptomatic with mrs of 0. Core lab reported significant flow delay and parent artery stenosis of 76%-95% branch artery stenosis on 2 branches. Ophthalmic 76-95% and anterior choroidal is angiographically occluded. There was no hospitalization. The patient re-started dapt therapy- ticagrelor 90mg. The patient has re-imaging in several weeks the outcome status was not recovered/resolved. The event was possibly related to the disease under study. The event resulted from a device deficiency. The event did not result in new or worsening of existing neurological deficits. The site assessed as a serious adverse device effect. The site assessed as possibly related to the antiplatelet medication and study procedure, and probably related to the study device. The site assessed as not related to the retreatment procedure or rist catheter. It was noted that rist was not used. Additional information was received via the manufacturer's representative that the occlusion is at the site of the pipeline stent and the doctor believes the stent caused the occlusion. The doctor decided not to do a follow up intervention for this patient. The patient was undergoing surgery for treatment of a saccular, sidewall aneurysm of the left internal carotid artery (c7) with a max diameter of 13.1mm and a 4mm neck diameter. Aneurysm dome height was 1.8mm and dome width was 9.3mm. Parent artery diameter distal to aneurysm was 3.5mm and proximal to aneurysm was 3.8mm. There was complete stasis and complete neck coverage at the end of the procedure. Raymond and roy at the end of the procedure was class 3. The study device was successfully implanted with wall apposition achieved. Side branches were not covered by the pipeline device and there was no device flattening or twisting. Ancillary device includes a benchmark guide catheter, phenom plus catheter and phenom 027 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported site relatedness assessment was updated with conclusion that the stenosis event had a causal relationship to the study device. No other new information was received.